Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. Customer stated they were unable to resolve the air bubble during an infusion set change. Customer's blood glucose was unknown at the time of event. Customer stated the air bubbles were tiny in size. The customer stated they stored the insulin the refrigerator. The customer was advised cold insulin may cause air bubbles. The customer was advised to run a 10 unit fixed prime until the air bubbles are resolved. Customer was advised to call back if the issue persisted. Customer declined to return the product for analysis.